Event description:
The initial reporter alleged a result discrepancy when using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 8800 instrument. A sample was initially non-reactive for hepatitis b virus (hbv) when tested with the cobas mpx assay. A repeat test of the same sample with the cobas mpx assay was reactive for hbv, with a late cycle threshold (CT) value of 37.8. Serology testing for the sample was reactive. Viral load testing was performed, and the result was reported as 'less than titer min.' The donation, which was blood, was discarded.

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. A review of the data indicated that the repeat test for the sample showed a late cycle threshold (CT) value of 37.8, consistent with a sample at the limit of detection for the assay. The positive control target for hbv was robust and sigmoidal, confirming proper assay performance. The most likely explanation for the discrepant results is the assay's limit of detection, where reactive and non-reactive results may occur for samples with low viral loads. Serology results were reactive, suggesting the sample was from a donor with a chronic infection, potentially indicative of an occult blood infection (obi). The donation was discarded, and no harm or delay in treatment was reported.